Event description:
The following has been reported: nurse reported: cracked luer lock collar. Patient harm: no stopped infusion: unknown a preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to determine the exact root cause. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area.